Event description:
It was reported that telemetry was poor or intermittent with devices. Pressure on the programmer rf head connector would sometimes help establish telemetry. The programmer head was replaced, with no change. Boot up was also slow. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Telemetry was intermittent. The printed circuit board and antenna were found to be out of specification. The case handle was also noted to be broken.